Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The peritonitis was reported to be caused by the patient retaining fluid from experiencing difficulty with draining. The patient was discharged from the hospital and recovered from the peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritonitis event occurred in (B)(6) 2013. A review of all batch record documents for potentially associated lot numbers h12d23075, h12e03041, h12f06075 and h12g11099 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up, a correction was made to the occurrence date of the reported event. As previously reported, the patient had been hospitalized for the event but was later discharged from the hospital. The patient eventually recovered from the peritonitis. Therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.